Event description:
Customer reported that the insulin pump was alarming, squirting the insulin out during manual prime and was unable to exit from preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unit had broken belt clip slot, cracked battery tube threads, case display window corners.